Manufacturer narrative:
The reliability analysis inspected 1 opened and or used sensor and found sensor broken. The broken part was missing. It was unable to be confirmed that the customer received sensor damaged due to customer returning sensor opened and or used.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor did not blink when it was connected. It was reported that the customer tried to charge the device, but it still did not blink, so the customer took the sensor off. The customer's blood glucose level was reported to be unknown. It was reported that the sensor would be replaced and returned for analysis